Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. H.6 component code 925 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25997 and a new code was added.

Event description:
The complainant reported a patient was on impella cp support and during support, there was a lack of flow to the patient's left leg. Due to the concern of leg ischemia, external femorofemoral bypass was placed. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿